Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device returned a "shock advised" determination and delivered a shock, for what appeared to be a non-shockable rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.